Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a definitive cause for the reported material rupture could not be determined. It may be possible that the rupture occurred due to interaction with lesion calcification or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was delivered to a lesion and was attempted to be inflated but failed. Reportedly, the physician assumed the balloon was torn before use. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.